Event description:
It was reported to boston scientific corporation that a ureteral catheter was used during an unknown procedure on (B)(6) 2010. According to the complainant, during the procedure, the inner lumen of the catheter peeled off and became lodged in the patient's ureter. The catheter remnant had to be retrieved to prevent injury. It is unknown how the physician completed the procedure. The condition of the patient following the event is unknown.